Manufacturer narrative:
Concomitant product: unknown egia su, unknown endo gia sulu (lot#unk); unknown endo gi, unknown endo gia instrument (lot#unk). Title: bioabsorbable glycolide copolymer is effective in reducing staple line bleeding in sleeve gastrectomy source: obesity surgery (2022) 32:2605¿2610 accepted: 7 june 2022. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to literature source of study performed between november 2012 and april 2019. Regarding significance of bioabsorbable glycolide copolymer effective in reducing staple line bleeding in sleeve gastrectomy on 448 patients. The study was of two groups, one group included patients who underwent sleeve gastrectomy with selective use of staple line reinforcement on the upper shot (top-only group) while the second group included patients who underwent reinforcement on the whole staple line (bottom-to-top group). There were 145 patients in the top group where a reinforced reload was used for the upper shot and 303 patients in the bottom-to-top group which used black reinforced cartridge for the whole staple line. In total, there was 1 mild bleeding, 4 severe staple line bleeds, 1 lesser curvature perforated ulcer, 3 mild staple line leak, 1 severe staple line leak, 4 spleen ischemia and 9 patients had their hospital stay extended. The mild bleeding was managed conservatively while the severe staple line bleeds required two units of blood each ¿ 3 of which had reoperation. Emergency surgery for hemorrhagic shock was done for the perforated ulcer after failure of endoscopic treatment. The leaks were managed with antibiotics and nil by mouth with additional radiology and endoscopy for the severe leak.